Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. A caregiver reported on behalf of a customer whom encountered a "sensor ended" error message on the adc device and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The ambulance was called and upon arrival, a glucose result of 26 mg/dl was obtained and glucagon was administered for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.